Event description:
The customer reported that an 840 ventilator had an erratic gui display while in use on a pt. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface cpu pcb and the liquid crystal display (lcd) panel. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).